Event description:
A hospital reported that the central station did not alarm for a pt in asystole. The pt expired.

Manufacturer narrative:
Ge healthcare investigated the reported issue. The logs confirm that no asystole event was called at 07:06 for the bed in question on (B) (6) 2010. However, the following clinical alarms were called around the time in question: [2010-(B) (6)] 07:05:37 adu acc vent. [2010-(B) (6)] 07:06:32 adu v brady. [2010-(B) (6)] 07:07:24 adu hr lo 41. [2010-(B) (6)] 07:07:29 adu v brady. [2010-(B) (6)] 07:07:49 adu hr lo 41. ECG (electrocardiogram) event history strips from the reported time of approx 7:06 am show an alarm for v-brady. This alarm is consistent with the device criteria of a rhythm that can be interpreted as ventricular ectopic beats at a rate of 50 beats per minute or less. Three subsequent event strips (7:12 - 7:18 am) show add'l alarms for v-brady, pause, and asystole. Of these initial strips, only the last event strip (07:18:25) meets the criteria for an asystole alarm; the other strips still had clearly define beats that would have prevented the computed heart rate from dropping to zero (the primary criterion for an asystole alarm). Four add'l history event strips from approx 7:26 - 7:30 show presumed ventricular fibrillation for which the monitor provided vfib/vtach of vtach alarms. No malfunction is indicated by any of the data provided.